Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical solution center (tsc) technician called the customer and indicated that the customer should not have reported the repeated flagged result. The tsc technician informed the customer about the use of ca series measurement evaluation and check methods scientific bulletin and result flags. Based on the bulletin, the analysis time over flag occurs for "testing samples with prolonged clotting times". When the analysis time over flag appears, the bulletin advises to: "check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc., verify delivery of sample and reagent, set the "maximum reading time" to a longer time (within the range of 100 to 600) and reanalyze the sample. This step is effective to confirm whether the coagulation curve becomes a plateau in the longer time. If reanalysis of the sample results in a numerical value without an asterisk (*), the result can be reported. If reanalysis gives an "analysis time over" message again, the sample may not be capable of forming a firm clot. Follow your laboratory's alternate protocol." The customer indicated that the sample was filled properly, neither hemolyzed nor lipemic and not clotted. The customer reported the repeated result although it was flagged with analysis time over. There is no indication of a reagent or system malfunction and no other samples were affected by this event. Pre-analytical factors, such as a sample collection or sample handling issue, potentially contributed to the initial discordant results. Siemens cannot investigate pre-analytical issues due to its temporary nature. The cause of the discordant, falsely elevated pt result is unknown. The system and reagents are performing according to specifications. No further evaluation of this system is required.

Event description:
Multiple flagged discordant, falsely elevated prothrombin time (pt) results were obtained on a patient sample on the sysmex ca-1500 system. The higher pt result was reported to the physician, who questioned the result. Due to the elevated pt result, the patient was admitted to the hospital, where the patient's blood was redrawn. The redrawn patient sample was run in duplicate on the same instrument, resulting lower. The customer reported the lower repeated result to the physician. The original sample was also rerun on the same instrument, resulting lower than the initial results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt results.